Event description:
Operating room drape caused 4cm long x 1.25cm wide, bruise to right anterior chest wall, lateral to operative site for patient's skin graft. Skin intact. Surgeon and circulator state that drape is cause.